Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement thru the night post implant. This ra lead was repositioned and remains implanted. Additional information indicated that few months later this ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement thru the night post implant. This ra lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement thru the night post implant. This ra lead was repositioned and remains implanted. Additional information indicated that few months later this ra lead was explanted. No additional adverse patient effects were reported.